Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air leak. The event occurred before patient use at the facility.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device variable relief valve, which was determined to be faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The variable relief valve was replaced and the device passed all testing.